Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found

Event description:
It was reported that during the implant procedure the right atrial lead exhibited intermittent sensing. The lead was not used; a new lead was successfully implanted.